Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that plastic tape makes patient break out. Description of reported event: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that her catheter was bleeding. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler the reported day. The patient described bending over to trim her nails when she began to feel strained. She then contacted the on-call nurse for guidance, who instructed her on how to proceed with treatment. The nurse explained to the patient that she had burst some capillaries. No patient adverse effects were experienced, and no medical intervention was required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).